Manufacturer narrative:
Integra completed its internal investigation 07/15/2015. Method - DHR review: review of complaint management database for similar complaints. Results: batch history records for model 110-4b, which were released from (B)(6) 2014 to (B)(6) 2015, indicate they met requirements prior to finished goods. Complaint history, model 110-4xxx, from (B)(6) 2014 through (B)(6) 2015. Reviewed, there was one complaint that was confirmed with complaint code (B)(4). The failure rate percentage for the reported failure is 0.003%. Conclusion: the product was not returned(discarded), therefore, it was not possible to confirm the product failure or perform a root cause analysis.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The catheter was discarded by the customer. An investigation has been initiated based upon the reported information.

Event description:
This is the first of 2 reports. The patient was reading fine for an unknown period of time when suddenly the pressure on the cam02 read-14. The catheter was removed and another one placed and it happened again. The cam02 was then switched and then it was reading normally. The (B)(4) tested the original monitor and found the cam02 to work just fine with a test catheter. No serial numbers and lot numbers are available for any of the products. No products will be returned for evaluation. Additional information was received from the customer. On (B)(6) 2015, a (B)(6) patient with an underlying medical condition of traumatic brain injury (tbi) had the 1104b catheter implanted on (B)(6) 2015. That same day, the catheter read - 14. With regards to the patient's condition at the time the incident occurred, it was reported that the patient did not have any signs of symptoms. The patient was sedated. The original 1104b catheter was explanted on (B)(6) 2015. When the replacement catheter was placed, the same path was used, just a different catheter. The first/original catheter was discarded. The patient remains stable in the intensive care unit (ICU). No further information was provided.